Manufacturer narrative:
Internal report reference number: (B)(4) . Additional report reference number: (B)(4) . Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call on 12-feb-2024 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 154 and 214 mg/dl. The customer¿s expected am fasting blood glucose test result range is 94-121 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer did not have anymore test strips from the vial and was unable to provide lot information. The meter memory was reviewed for previous test result history: result 1: 154 mg/dl date: 1/30/2024 time: am fasting (unknown lot), result 2: 214 mg/dl date: 1/29/2024 time: am fasting (unknown lot).